Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped below the programmed lower threshold of the device. The patient was symptomatic as a result of the bradycardia. As well, the patient's right ventricular (rv) lead had chronic high thresholds, and high/undefined pacing impedance. The lead was reprogrammed and remains in use. The device is still in use. No further patient complications have been reported as a result of this event.